Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 420mg/dl. Troubleshooting was performed. The programming in the pump was correct. Performed self-test and fixed prime test and passed. However, the high pressure test failed. No further info was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.